Manufacturer narrative:
The customer reported that the staff could not hear the patient; this issue was discovered while the CT system was in clinical use. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) was dispatched to the customer site to evaluate the system. The fse determined that two gantry microphones, which are responsible for picking up sound and communication coming from the patient, had failed. Two breathing light assemblies, which contain the microphones, were replaced to correct the problem. The system is operational and in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the staff could not hear the patient; this issue was discovered while the CT system was in clinical use. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.